Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) reached 585 mg/dl with large ketone levels, and heart palpitations. Reportedly, the pump supplies were changed and customer required assistance administering a manual injection to address bg level.